Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. This MDR is being reported according to the timelines specified per the FDA guidance for industry "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" (may 2020), following FDA notification of the deferred reporting.

Event description:
During a literature review, an article [1] was identified in which 12 out of 105 patients experienced a procedure-related complication when nrg rf transseptal needle was used in rf ablation amongst other devices including brk needle, 12.5f steerable sheath (bard), pvac catheter (medtronic), masc catheter (medtronic) and maac catheter (medtronic). The complications included 2 strokes, 1 patient with pulmonary vein stenosis, 1 patient with symptomatic right phrenic nerve palsy, 1 cardiac tamponade requiring pericardiocentesis, and 6 femoral hematomas delaying hospital discharge. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. [1] zeb m, yue a, scoot p, et al. Single center experience of catheter ablation for atrial fibrillation using multi-electode mapping and ablation catheters. J invasive cardiol 2011;23(10):407-413